Manufacturer narrative:
One device was returned for investigation. The complaint was received from the customer stating that ¿the pump presents an occlusion alarm¿. Customer problem was duplicated. Visual test was preformed- found damaged(cracked) dso seal. Visual and functional testing was performed. Upon further investigation, it was found that the primary problem with defective dso sensor. The dso sensor and dso seal was replaced. Review of event log found many "high alarm displayed: downstream occlusion" messages. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was reported that the pump presents an occlusion alarm. There was no reported patient involvement.